Event description:
Reporter noted poor aspiration in the I/a mode and had a posterior capsule tear. Performed anterior vitrectomy; patient had choroidal hemorrhage. Could not implant intraocular lens at this time.